Event description:
It was reported that during a follow up in clinic, noise was noted on the right ventricular (rv) lead. A revision procedure was performed and rv lead damage was visually observed. Abbott technical support was contacted, the session records were reviewed, and oversensing of the noise was noted. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.